Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.

Event description:
It was reported that the reservoirs have failed. Customer has been having high blood glucose levels. Customer's father stated that during bolus the insulin pump alarmed no delivery. The blood glucose reading is 387 mg/dl. Customer treated with manual injection. Caller stated that there is a ring around the back of the seal about half inch behind the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.